Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-09396. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus and rotawire¿ was selected to treat the target lesion. During preparation, it was noted that the rotawire¿ was detached at the proximal y-connector. The rotawire was then replaced with a rotawire floppy; however the rotawire failed to insert into the wire lumen of the burr. Subsequently, the burr was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual inspection of the device identified the guidewire detachment due to rotational wear in the middle of the device, the distal tip was returned. All the outer diameter measurements (od) taken met specifications. The overall length couldn't be measured due to the wire broken in the middle of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2015-09396. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus and rotawire¿ was selected to treat the target lesion. During preparation, it was noted that the rotawire¿ was detached at the proximal y-connector. The rotawire was then replaced with a rotawire floppy; however the rotawire failed to insert into the wire lumen of the burr. Subsequently, the burr was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient's condition was good.